Manufacturer narrative:
Batch review performed on 06 august 2021: lot 179657: (B)(4) items manufactured and released on 06-march-2018. Expiration date: 2023-feb-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. 3 years after the primary surgery, the surgeon revised the gmk-sphere tibial insert - flex s4l - 10 mm with a gmk-sphere tibial insert - flex s4l - 14mm to give the patient more stability. The surgery was completed successfully.